Event description:
It was reported that a device alert was generated indicating that the right atrial automatic threshold (raat) was greater than the programmed amplitude or had been suspended. Review determined that the alert was associated with a low evoked response (ER). The last successful raat measurement was 4.0 v; however, false loss of capture was suspected due to noise interference. The most recent in-office manual atrial threshold was measured at 2.2 v at 0.5 ms, and the atrial pacing output was programmed to a fixed setting of 2.5 v. Analysis of stored device data showed that atrial tachycardia response (atr) electrograms demonstrated false atrial fibrillation (af) detections caused by oversensing of noise. The atrial lead is programmed in a unipolar configuration with a fixed sensitivity of 2.0 mv, which may have contributed to the oversensing observations. The clinical observations were documented. The device system remains in service, and no adverse patient effects were reported.